Event description:
A motor stall was reported, and it was reported that the patient's physician "could not see any evidence that it restarted." The medication used within the system was unknown. No patient symptoms were reported, and the patient's status was unknown. Troubleshooting was to be performed as of the date of this report to determine if the pump had recovered. Additional information was requested but not available at the time of this submission. A follow-up report will be submitted if further information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID neu_unknown_cath, serial # unknown, product type catheter; product ID neu_ptm_prog, serial # unknown, product type programmer, patient; product ID 8840, serial # unknown, product type programmer, physician. (B)(4).

Event description:
Additional information received clarified that the patient had a magnetic resonance imaging (MRI) done. Then the patient had a refill. The nurse practitioner read the logs and the logs did not reflect the pump had restarted after the MRI. It was also reported that the motor stall did recover and it recovered within two hours. The pump was "fine" and not scheduled to be explanted. The patient outcome was noted as "fine."